Event description:
The facility initially reported that there was an incident at the user facility in which a patient was seriously injured by a possible air-pressure fault involving a light source. The facility further reported after the event, preventive maintenance had been performed on the light source, and the device was functioning within the specifications, and the unit passed the electrical safety testing.

Manufacturer narrative:
Olympus contacted the user facility to obtain additional information regarding the reported event, and was informed that there were a total of three patients that had sustained colon perforations following colonoscopy. All three patients had been released the day of their procedures, as there were no signs of complications. However, all three patients returned to the facility following discharge, and complained of abdominal pain. All three patients were subsequently transferred to a different facility for re-examination and surgical intervention. The status of the three patients are unknown. All three procedures were said to have been performed using the same video processor and light source with three different endoscopes. The facility could not identify which colonoscope was used with which patient. None of the equipment has been returned to olympus for evaluation. If the equipment is received later, this report will be updated. This report is being submitted as an MDR in an abundance of caution. Please cross reference MFR. Report numbers: 8010047-2009-00116, 8010047-2009-00117, 8010047-2009-00118 and 8010047-2009-00120 for related reports.